Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the system from this patient/facility regarding cassette product having been delivered. Since the complaint sample is not available for evaluation neither photos or videos were provided for evaluation and DHR review was not performed since the lot number is unknown, the alleged event could not be confirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly.

Event description:
A peritoneal dialysis (pd) nurse reported that when a pd patient was doing treatment an air detected in cassette alarm was noted during drain 0. The nurse advanced the patient on to fill 1 and shortly after there was a fluid leak seen from the patient line connector. In a follow up the nurse verified there was no patient harm, intervention or adverse event. The cycler set is not available to return. Additional information was requested but not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that when a pd patient was doing treatment an air detected in cassette alarm was noted during drain 0. The nurse advanced the patient on to fill 1 and shortly after there was a fluid leak seen from the patient line connector. In a follow up the nurse verified there was no patient harm, intervention or adverse event. The cycler set is not available to return. Additional information was requested but not received.